Event description:
Patient moved during surgery which cause the bag to break. Physician had to explant the iol from the patient's eye. (Please note that this complaint was initiated not because of the performance of the lens, it was initiated because of the nature of the event).